Manufacturer narrative:
Records indicate this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device change out procedure, this implantable defibrillation lead exhibited high out of range shock impedance measurements when connected to the new device. Shock impedance measurements with the previous device were within range. Troubleshooting revealed shock impedance measurements were out of range with the proximal coil. The proximal coil was programmed out of the system which resolved the high out of range shock impedance measurements. No adverse patient effects were reported.